Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing step of the manual prime process. The customer did not know the blood glucose reading. The customer stated that there was a box of reservoirs that seemed to be faulty. The customer was changing the infusion set when the no delivery alarm occurred, and it was noted that 2 or 3 different reservoirs and infusion sets were wasted in the process. The customer stated that they were unable to troubleshoot at the time of the call. Customer declined to return the infusion set for analysis and agreed to return the reservoir for analysis. The cause of the issue could not be determined. The customer was advised that the reservoirs would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.